Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had broken reservoir lip ring and grooves that serve as lock for the reservoir were chipped. Customer reported that reservoir was locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.